Manufacturer narrative:
(B)(6).

Event description:
It was reported that the mdu was not working and the cable became hot. It is currently unknown if this occurred before, during or after a procedure. No injuries or complications were reported as a result.

Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed with overheating, motor stall error message, and alarm. A kink was observed near the strain relief of the power cord. After troubleshooting, the cause of error was observed to be a defective power cord assembly. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. It appears that cord has been bent or crushed. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord over a 4 year period. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. Overheating is most likely associated with the short circuit in the power cord which can result in additional current delivery from the control unit and thus generating heat. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.